Event description:
Second degree burn with blisters/ when they had burst, 2 little holes were formed like a cigarette burn [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist via a pfizer colleague and the local product quality group. A male patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (drug lot # r 28665, expiration date: jul2019) by the beginning of the week of the report (estimated date: (B)(6) 2017), during the day for an unspecified indication. Medical history and concomitant medications were not provided. The patient felt a discomfort / burn when removing the heatwrap. His wife noticed blisters on all the area covered by the heatwrap in (B)(6) 2017, and particularly 2 big blisters in the middle of the back. When they had burst, 2 little holes were formed like a cigarette burn. (Pictures were provided). The event was reported as a second degree burn. At the time of reporting, action taken regarding thermacare was unknown. Therapeutic measures were received, however not specified. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "second degree burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "second degree burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. The evaluation of the consumer returned sample did not provide any additional information to aid in determining a root cause of the adverse event.

Event description:
Event verbatim [preferred term] second degree burn with blisters/ when they had burst, 2 little holes were formed like a cigarette burn [burns second degree] , scar [scar] , had not checked the skin under product while wearing thermacare. [Device use error] , . Case narrative:this is a spontaneous report from a contactable pharmacist via a (B)(6) colleague and the local product quality group. A (B)(6)-year-old male patient of unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot # r28665, expiration date: jul2019) by the beginning of the week of the initial report (estimated date: (B)(6) 2017), during the day for back pain. Medical history was not reported. Concomitant medications were none. The patient felt a discomfort / burn when removing the heatwrap. His wife noticed blisters on all the area covered by the heatwrap in (B)(6) 2017, and particularly 2 big blisters in the middle of the back. When they had burst, 2 little holes were formed like a cigarette burn. The event was reported as a second degree burn. Upon follow-up received on 28aug2017, it was reported the patient started to use thermacare heatwrap to relieve with heat his back pain on one day, for 8 hours. The patient attached the adhesive to body. The patient had not engaged in exercise while using the product and had not checked the skin under product while wearing thermacare. The patient read the usage instructions on thermacare before use. The patient was not under the care of a physician for any medical condition and did not have the following conditions: diabetes, poor circulation, heart disease, difficulty feeling heat or pain on the skin, rheumatoid arthritis, decreased sensation or neuropathy. The patient's skin tone was fair, he did not have sensitive skin or any abnormal skin conditions. The patient was not taking any medications during the time the problem/symptom was experienced. The patient had already used thermacare heatwrap for around 6 months but irregularly. The patient had not experienced the same problem/symptom. The patient had not previously used other heat product for pain relief. In the evening, after 8 hours of wearing, the patient removed the heatwrap and felt a strong lower back pain. He noticed several blisters corresponding to the alveolus of the heatwrap: 2 blisters were punctured, the skin was raw and burnt (2nd degree). The patient experienced pain for a week, 2 big burns for 3 weeks and scars which were still visible. Symptoms had not resolved: pinky scars were persistent. The patient consulted a pharmacist for these problems. A treatment was dispensed: urgo burn dressings and paraffin tulle. There was no product remaining. At the time of reporting, action taken regarding thermacare was unknown. The outcome of "second degree burn with blisters/ when they had burst, 2 little holes were formed like a cigarette burn" was resolved with sequel. The outcome of other events was not resolved. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. The evaluation of the consumer returned sample did not provide any additional information to aid in determining a root cause of the adverse event. Additional information has been requested and will be provided as it becomes available. Follow-up (30jun2017): new information received from product quality complaint group includes investigation results. Follow-up (28aug2017): new information received from the contactable consumer included: patient age, suspect product data (indication), past drug history, new events (scar, had not checked the skin under product while wearing thermacare), deny of concomitant medications, treatment received and updated event outcome., comment: based on the information provided, the event of "second degree burn" "scar"" had not checked the skin under product while wearing thermacare" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. In the case narrative there is evidence of device use error "had not checked the skin under product while wearing thermacare" which most likely contributed to this incident.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. The evaluation of the consumer returned sample did not provide any additional information to aid in determining a root cause of the adverse event.

Event description:
Event verbatim [preferred term] second degree burn with blisters/ when they had burst, 2 little holes were formed like a cigarette burn [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist via a pfizer colleague and the local product quality group. A male patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot # r 28665, expiration date: jul2019) by the beginning of the week of the initial report (estimated date: (B)(6) 2017), during the day for an unspecified indication. Medical history and concomitant medications were not provided. The patient felt a discomfort / burn when removing the heatwrap. His wife noticed blisters on all the area covered by the heatwrap in (B)(6) 2017, and particularly 2 big blisters in the middle of the back. When they had burst, 2 little holes were formed like a cigarette burn. (Pictures were provided). The event was reported as a second degree burn. At the time of reporting, action taken regarding thermacare was unknown. Therapeutic measures were received, however not specified. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. The evaluation of the consumer returned sample did not provide any additional information to aid in determining a root cause of the adverse event. Additional information has been requested and will be provided as it becomes available. Follow-up (30jun2017): new information received from product quality complaint group includes investigation results., comment: based on the information provided, the event of "second degree burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.